Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. A day after the event onset, pd therapy was discontinued. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.